Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that while trying to remove the screw from the cage, the wire came loose from the cage. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.